Manufacturer narrative:
B4: 25aug2021. The customer reported that a ventilator experienced a proximal pressure sensor autozero failure malfunction during clinical use. The device was evaluated by the customer and a philips remote service engineer (rse). The reported problem was confirmed. The device was in clinical use at the time the issue was discovered. It was reported that an alternate ventilator was used as a medical intervention. There was no patient incident reported. The customer has been provided a quote for philips to service the device. The customer has not approved the quote at this time. No other anomalies were reported. Although requested, no additional information regarding the device's repair or diagnostic information was confirmed. No parts have been confirmed to be replaced or returned for evaluation at this time.

Manufacturer narrative:
Report date: 15jul2021. Patient code: (B)(4): insufficient information. It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that a ventilator experienced a proximal pressure sensor autozero failure malfunction. Patient involvement information is unknown but has been requested. No patient or user harm was reported.